Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose was 42 mg/dl and food was consumed to address bg. The healthcare provider (hcp) prescribed a basal rate that was too high and was cause of low bg. Customer discussed low bg with hcp and the setting was adjusted.